Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that when the patient's blood glucose (bg) went down to 57 mg/dl , no alarm sounded to alert patient. Patient was slightly unsteady. During troubleshooting, customer support found the vibratory function was not working. This complaint is being reported as the patient experienced hypoglycemia allegedly related to the alarm malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 8/19/15, device evaluation: the device has been returned and evaluated by product analysis on 07/24/2015 with the following findings: unable to duplicate the complaint. No defect found. Pump history shows all sound features were set to high. Pump boots to the verify screen with audible and vibratory features.. An ¿alarm¿ and a ¿warning¿ were reproduced for the investigation with the sound settings set to high; the pump gave the appropriate sound and displayed the correct message on the screen. The audible alarm reading measured within specification. The test was repeated with sound settings set to vibrate; the pump gave the appropriate vibration and displayed the correct message on the screen. Audio and vibration features found to be working properly the daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Returned battery cap/returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.